Event description:
Senseonics was made aware of an incident where the user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported differences between the sg and the bg values. Escalation analysis did not indicate any indication of system malfunction. As a proactive troubleshooting measure, the user was advised to perform a sensor re-link to clear calibration history and correct any possible calibration misalignment. During the last interacton with the user, they mentioned having no test strips available for calibraiton at the time and would contact support once strips are received to proceed with the re-link. However, no further update was received from the user, and no further troubleshooting was possible.